Manufacturer narrative:
(B)(4). The reported symptom of overfill / increased intra-peritoneal volume (iipv) was neither confirmed in the device logs nor duplicated during the product analysis lab (pal) evaluation. Since the customer continued to use the hc device for therapy, the device logs from the date of the reported difficulty were overwritten with new therapy data. The cause of reported difficulty of an iipv was undetermined. Review of the returned device logs, revealed no patient drain volumes that met or exceeded iipv criteria. The device functioned normally during pal testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of an iipv. The device was determined to meet specifications in relation to the reported difficulty symptom of overfill. A service history review (shr) revealed that no issues that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a high drain volume (dv) of 4151ml during cycle 1 on the home choice (hc) machine. The nurse stated that the home patient (hp) did a manual exchange earlier the same day of 2000ml and had bypassed a low drain volume during the initial drain. The programmed fill volume (fv) for the therapy is 2300ml. The nurse stated that no symptoms were reported related to an increased intraperitoneal volume (iipv). The nurse did not want to swap the hc machine. The nurse would speak with the caregiver (cg) more in depth about the manual exchange performed during the day and the criteria for bypassing the low drain volume alarms. There was no patient injury or medical intervention indicated at the time of the initial report. This report meets the iipv criteria.

Manufacturer narrative:
(B)(4). The baxter complaint owner was notified that the homechoice (hc) machine was received and that it had been sent for evaluation to baxter's product analysis laboratory (pal). The evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4).the hc device was not returned to baxter, therefore no evaluation could be performed.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.